Event description:
The flange rotation and direction on six (6) m6cfn, specialized cuffless fenestrated tracheostomy tubes were incorrect. This was detected approximately twenty-four hours after one of the m6cfn devices was placed. Patient experienced minor distress and required the device to be removed and replaced. The ordered dimensions specified the flange to be rotated 30 degree towards the right lung. After the m6cfn device was removed and examined, it was observed that the direction of the flange rotation was in the opposite direction. The balance of the m6cfn device were examined and reportedly reflected the same dimensional nonconformance. There was one (1) patient involved with no reported patient compromise.